Manufacturer narrative:
Follow-up (21sep2020): the product quality complaint group reported investigation results for gelfoam sterile sponge size 12-7 mm x 4. Product complaint exchange: aortic dissection for absorbable gelatin. There was a reasonable suggestion of device malfunction, with severity of harm: s4. The site sample status was not received. There was no lot-specific trend identified. Root cause: pfizer site quality operations could not determine a root cause for the reported defect to be related to the site's production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer site. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. Regulatory reportability is assessed by the dchu. Further action by pfizer site is not required. Follow-up (07oct2020): description of complaint: product complaint exchange: off label use of absorbable gelatin. There was a reasonable suggestion of device malfunction, with severity of harm: s5. The complaint history for products with the product category defined as 'absorbable material' and 'delivery system' has been reviewed. The following parameters were used: -product category: absorbable material and delivery system -time period: (B)(6) 2017 - (B)(6) 2020. -complaint class: external cause investigation -investigating site: pfizer site use of the product category of 'absorbable material' was required to capture historical complaints investigated prior to migration into the current complaint system. The product category of 'delivery system' was used to capture complaints received within the current database. The results of the above query were evaluated by date contacted and by the classification of 'external cause investigation'. There was one month ((B)(6) 2020) that included a higher than normal number of complaints (25); however, this was due a remediation effort by pfizer us safety. Additionally, the results from the query were evaluated by the sub-class of 'adverse event negligible/minor', and there was one month ((B)(6) 2020) that included a higher than normal number of complaints (12 ); however, these were also due to remediation efforts by pfizer us safety. No trend was observed that would require further investigation.

Event description:
Event verbatim [preferred term], received absorbable gelatin (medicated sponge) as uterine artery embolization for postpartum haemorrhage [off label use], received absorbable gelatin (medicated sponge) as uterine artery embolization for postpartum haemorrhage [product use in unapproved indication], abdominal aortic dissection [aortic dissection], narrative: this is a literature report from adv obstet gynecol, 2020, vol 72(3); pp. 224-229, entitled "a retrospective single-center study of uterine artery embolization efficacy for postpartum haemorrhage with disseminated intravascular coagulation". The author reported for 5 subjects. This is the 1st of 5 reports referring to a female of unspecified age. An adult female subject received absorbable gelatin (medicated sponge) as uterine artery embolization for postpartum haemorrhage. Along with postpartum haemorrhage, disseminated intravascular coagulation was considered medical history. Concomitant medications were not reported. It was reported that the subject with abdominal aortic dissection was emergently transported to the hospital because of anaphylactoid syndrome of pregnancy, which was postpartum hemorrhage (pph). Hypoxic-ischaemic encephalopathy occurred because of repeated cardiac arrest from the time of her visit, and she was diagnosed as having abdominal aortic dissection based on results of contrast-enhanced CT examination, 2 months after uterine artery embolization (uae), to follow her general condition. The fact that severe angiospasm was caused by cardiac arrest during uae, resulting in intravascular injury, was considered to be the cause. The action taken for absorbable gelatin was unknown. Therapeutic measures were taken as a result of the abdominal aortic dissection and included conservative treatment. The event outcome of abdominal aortic dissection was resolving. Uterine artery embolization (uae) is an effective treatment for postpartum haemorrhage (pph), but clinical failure can occur in the presence of unstable hemodynamics and disseminated intravascular coagulation (dic). Therefore, the authors aimed to clarify the usefulness and safety of uae for the treatment of pph with dic. The study included 26 subjects who underwent uae for pph at the authors' center between 2013 and 2018. Subject characteristics, clinical courses, uterine artery embolization efficacy and complications were also investigated. In total, 22 subjects had an obstetric dic score of 8 or more (hereinafter referred to as dic group) and four subjects had an obstetric dic score of 7 or less (hereinafter referred to as non-dic group). Successful haemostasis was observed in 20 (90.9%) subjects in the dic group and four (100%) subjects in the non-dic group, with no significant difference. There were two serious complications in the dic group (abdominal aortic dissection and intrauterine infection) and one in the non-dic group (uterine necrosis), but none required invasive treatment. The authors' results suggest that uae is a relatively safe treatment that can provide effective haemostasis in subjects with dic. Pfizer is a marketing authorization holder of absorbable gelatin in the country of incidence or the country where the product was purchased (if different). This may be a duplicate report if another marketing authorization holder of absorbable gelatin has submitted the same report to the regulatory authorities. Follow-up (21sep2020): the product quality complaint group reported investigation results for gelfoam sterile sponge size 12-7 mm x 4. Product complaint exchange: aortic dissection for absorbable gelatin. There was a reasonable suggestion of device malfunction, with severity of harm: s4. The site sample status was not received. There was no lot-specific trend identified. Root cause: pfizer site quality operations could not determine a root cause for the reported defect to be related to the site's production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer site. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. Regulatory reportability is assessed by the dchu. Further action by pfizer site is not required. Follow-up (07oct2020): this is a follow-up report from product quality complaints group. Additional information received includes the following: description of complaint: product complaint exchange: off label use of absorbable gelatin. There was a reasonable suggestion of device malfunction, with severity of harm: s5. The complaint history for products with the product category defined as 'absorbable material' and 'delivery system' has been reviewed. The following parameters were used: -product category: absorbable material and delivery system -time period: (B)(6) 2017 - (B)(6) 2020. -complaint class: external cause investigation -investigating site: pfizer site use of the product category of 'absorbable material' was required to capture historical complaints investigated prior to migration into the current complaint system. The product category of 'delivery system' was used to capture complaints received within the current database. The results of the above query were evaluated by date contacted and by the classification of 'external cause investigation'. There was one month ((B)(6) 2020) that included a higher than normal number of complaints (25); however, this was due a remediation effort by pfizer us safety. Additionally, the results from the query were evaluated by the sub-class of 'adverse event negligible/minor', and there was one month ((B)(6) 2020) that included a higher than normal number of complaints (12 ); however, these were also due to remediation efforts by pfizer us safety. No trend was observed that would require further investigation. Company clinical evaluation comment: the reported event abdominal aortic dissection was associated with the off label use of absorbable gelatin during uterine artery embolization (uae) for postpartum haemorrhage. As stated by literature author that severe angiospasm caused by cardiac arrest during uae, resulting in intravascular injury, was likely the cause. It was considered as uae complication. The procedure itself, especially operation technique possibly impacted the occurrence of intravascular injury. No change in previous assessment based on additional information received. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate., comment: the reported event abdominal aortic dissection was associated with the off label use of absorbable gelatin during uterine artery embolization (uae) for postpartum haemorrhage. As stated by literature author that severe angiospasm caused by cardiac arrest during uae, resulting in intravascular injury, was likely the cause. It was considered as uae complication. The procedure itself, especially operation technique possibly impacted the occurrence of intravascular injury. No change in previous assessment based on additional information received. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Event description:
Event verbatim [preferred term]. Received absorbable gelatin (medicated sponge) as uterine artery embolization for postpartum haemorrhage [off label use], received absorbable gelatin (medicated sponge) as uterine artery embolization for postpartum haemorrhage [product use in unapproved indication], abdominal aortic dissection [aortic dissection], , narrative: this is a literature report from adv obstet gynecol, 2020, vol 72(3); pp. 224-229, entitled "a retrospective single-center study of uterine artery embolization efficacy for postpartum haemorrhage with disseminated intravascular coagulation". The author reported for 5 subjects. This is the 1st of 5 reports referring to a female of unspecified age. An adult female subject received absorbable gelatin (medicated sponge) as uterine artery embolization for postpartum haemorrhage. Along with postpartum haemorrhage, disseminated intravascular coagulation was considered medical history. Concomitant medications were not reported. It was reported that the subject with abdominal aortic dissection was emergently transported to the hospital because of anaphylactoid syndrome of pregnancy, which was postpartum hemorrhage (pph). Hypoxic-ischaemic encephalopathy occurred because of repeated cardiac arrest from the time of her visit, and she was diagnosed as having abdominal aortic dissection based on results of contrast-enhanced CT examination, 2 months after uterine artery embolization (uae), to follow her general condition. The fact that severe angiospasm was caused by cardiac arrest during uae, resulting in intravascular injury, was considered to be the cause. The action taken for absorbable gelatin was unknown. Therapeutic measures were taken as a result of the abdominal aortic dissection and included conservative treatment. The event outcome of abdominal aortic dissection was resolving. Uterine artery embolization (uae) is an effective treatment for postpartum haemorrhage (pph), but clinical failure can occur in the presence of unstable hemodynamics and disseminated intravascular coagulation (dic). Therefore, the authors aimed to clarify the usefulness and safety of uae for the treatment of pph with dic. The study included 26 subjects who underwent uae for pph at the authors' center between 2013 and 2018. Subject characteristics, clinical courses, uterine artery embolization efficacy and complications were also investigated. In total, 22 subjects had an obstetric dic score of 8 or more (hereinafter referred to as dic group) and four subjects had an obstetric dic score of 7 or less (hereinafter referred to as non-dic group). Successful haemostasis was observed in 20 (90.9%) subjects in the dic group and four (100%) subjects in the non-dic group, with no significant difference. There were two serious complications in the dic group (abdominal aortic dissection and intrauterine infection) and one in the non-dic group (uterine necrosis), but none required invasive treatment. The authors' results suggest that uae is a relatively safe treatment that can provide effective haemostasis in subjects with dic. Follow-up (21sep2020): the product quality complaint group reported investigation results for gelfoam sterile sponge size 12-7 mm x 4. Product complaint exchange: aortic dissection for absorbable gelatin. There was a reasonable suggestion of device malfunction, with severity of harm: s4. The site sample status was not received. There was no lot-specific trend identified. Root cause: pfizer site quality operations could not determine a root cause for the reported defect to be related to the site's production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer site. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. Regulatory reportability is assessed by the dchu. Further action by pfizer site is not required. Pfizer is a marketing authorization holder of absorbable gelatin in the country of incidence or the country where the product was purchased (if different). This may be a duplicate report if another marketing authorization holder of absorbable gelatin has submitted the same report to the regulatory authorities. Company clinical evaluation comment: the reported event abdominal aortic dissection was associated with the off label use of absorbable gelatin during uterine artery embolization (uae) for postpartum haemorrhage. As stated by literature author that severe angiospasm caused by cardiac arrest during uae, resulting in intravascular injury, was likely the cause. It was considered as uae complication. The procedure itself, especially operation technique possibly impacted the occurrence of intravascular injury. No change in previous assessment based on additional information received. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate., comment: the reported event abdominal aortic dissection was associated with the off label use of absorbable gelatin during uterine artery embolization (uae) for postpartum haemorrhage. As stated by literature author that severe angiospasm caused by cardiac arrest during uae, resulting in intravascular injury, was likely the cause. It was considered as uae complication. The procedure itself, especially operation technique possibly impacted the occurrence of intravascular injury. No change in previous assessment based on additional information received. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Manufacturer narrative:
The product quality complaint group reported investigation results for gelfoam sterile sponge size 12-7 mm x 4. Product complaint exchange: aortic dissection for absorbable gelatin. There was a reasonable suggestion of device malfunction, with severity of harm: s4. The site sample status was not received. There was no lot-specific trend identified. Root cause: pfizer site quality operations could not determine a root cause for the reported defect to be related to the site's production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer site. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. Regulatory reportability is assessed by the dchu. Further action by pfizer site is not required.

Event description:
Event verbatim [preferred term] received absorbable gelatin (medicated sponge) as uterine artery embolization for postpartum haemorrhage [off label use], abdominal aortic dissection [aortic dissection]. Narrative: this is a literature report from adv obstet gynecol, 2020, vol. 72(3); pp. 224-229, entitled "a retrospective single-center study of uterine artery embolization efficacy for postpartum haemorrhage with disseminated intravascular coagulation". The author reported for 5 subjects. This is the 1st of 5 reports referring to a female of unspecified age. An adult female subject received absorbable gelatin (medicated sponge) as uterine artery embolization for postpartum haemorrhage. Along with postpartum haemorrhage, disseminated intravascular coagulation was considered medical history. Her concomitant medications were not reported. It was reported that the subject with abdominal aortic dissection was emergently transported to the hospital because of anaphylactoid syndrome of pregnancy, which was postpartum hemorrhage (pph). Hypoxic-ischaemic encephalopathy occurred because of repeated cardiac arrest from the time of her visit, and she was diagnosed as having abdominal aortic dissection based on results of contrast-enhanced CT examination, 2 months after uterine artery embolization (uae), to follow her general condition. The fact that severe angiospasm was caused by cardiac arrest during uae, resulting in intravascular injury, was considered to be the cause. The action taken for absorbable gelatin was unknown. Therapeutic measures taken as a result of the abdominal aortic dissection included conservative treatment. The outcome of the event, abdominal aortic dissection, was resolving. Uterine artery embolization (uae) is an effective treatment for postpartum haemorrhage (pph), but clinical failure can occur in the presence of unstable hemodynamics and disseminated intravascular coagulation (dic). Therefore, the authors aimed to clarify the usefulness and safety of uae for the treatment of pph with dic. The study included 26 subjects who underwent uae for pph at the authors' center between 2013 and 2018. Subject characteristics, clinical courses, uterine artery embolization efficacy and complications were also investigated. In total, 22 subjects had an obstetric dic score of 8 or more (hereinafter referred to as dic group) and four subjects had an obstetric dic score of 7 or less (hereinafter referred to as non-dic group). Successful haemostasis was observed in 20 (90.9%) subjects in the dic group and four (100%) subjects in the non-dic group, with no significant difference. There were two serious complications in the dic group (abdominal aortic dissection and intrauterine infection) and one in the non-dic group (uterine necrosis), but none required invasive treatment. The authors' results suggest that uae is a relatively safe treatment that can provide effective haemostasis in subjects with dic. Pfizer is a marketing authorization holder of absorbable gelatin in the country of incidence or the country where the product was purchased (if different). This may be a duplicate report if another marketing authorization holder of absorbable gelatin has submitted the same report to the regulatory authorities. Follow-up (21sep2020): the product quality complaint group reported investigation results for gelfoam sterile sponge size 12-7 mm x 4. Product complaint exchange: aortic dissection for absorbable gelatin. There was a reasonable suggestion of device malfunction, with severity of harm: s4. The site sample status was not received. There was no lot-specific trend identified. Root cause: pfizer site quality operations could not determine a root cause for the reported defect to be related to the site's production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer site. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. Regulatory reportability is assessed by the dchu. Further action by pfizer site is not required. Follow-up (07oct2020): this is a follow-up report from the product quality complaints group. Additional information received includes the following: description of complaint: product complaint exchange: off label use of absorbable gelatin. There was a reasonable suggestion of device malfunction, with severity of harm: s5. The complaint history for products with the product category defined as 'absorbable material' and 'delivery system' has been reviewed. The following parameters were used: -product category: absorbable material and delivery system -time period: (B)(6) 2017 -(B)(6) 2020. -complaint class: external cause investigation -investigating site: pfizer site use of the product category of 'absorbable material' was required to capture historical complaints investigated prior to migration into the current complaint system. The product category of 'delivery system' was used to capture complaints received within the current database. The results of the above query were evaluated by date contacted and by the classification of 'external cause investigation'. There was one month ((B)(6) 2020) that included a higher than normal number of complaints (25); however, this was due a remediation effort by pfizer us safety. Additionally, the results from the query were evaluated by the sub-class of 'adverse event negligible/minor', and there was one month ((B)(6) 2020) that included a higher than normal number of complaints (12 ); however, these were also due to remediation efforts by pfizer us safety. No trend was observed that would require further investigation. Follow-up (07jan2021): this is a follow-up report from the product quality complaints group. Additional information received includes the following: lot# and expiration date: unknown. Summary of investigation: there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, pgs manufacturing site concludes that the quality of the product on the market remains acceptable. Absorbable gelatin is reportable for a serious injury that necessitates medical intervention to preclude permanent damage to a body structure for the us. This is also reportable for row; if it were to recur it might lead to a serious deterioration in health. This product is used for treatment. This is 30-day reportable in the us and 15-day for row. Final confirmation status: not confirmed. Conclusion: based on the complaint narrative, a study in which patients who underwent uterine artery embolization efficacy for postpartum hemorrhage with disseminated intravascular coagulation with product use. The review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. Company clinical evaluation comment: the reported event abdominal aortic dissection was associated with the off label use of absorbable gelatin during uterine artery embolization (uae) for postpartum haemorrhage. As stated by literature author that severe angiospasm caused by cardiac arrest during uae, resulting in intravascular injury, was likely the cause. It was considered as uae complication. The procedure itself, especially operation technique possibly impacted the occurrence of intravascular injury. No change in previous assessment based on additional information received. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate., comment: the reported event abdominal aortic dissection was associated with the off label use of absorbable gelatin during uterine artery embolization (uae) for postpartum haemorrhage. As stated by literature author that severe angiospasm caused by cardiac arrest during uae, resulting in intravascular injury, was likely the cause. It was considered as uae complication. The procedure itself, especially operation technique possibly impacted the occurrence of intravascular injury. No change in previous assessment based on additional information received. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Manufacturer narrative:
Follow-up (21sep2020): the product quality complaint group reported investigation results for gelfoam sterile sponge size 12-7 mm x 4. Product complaint exchange: aortic dissection for absorbable gelatin. There was a reasonable suggestion of device malfunction, with severity of harm: s4. The site sample status was not received. There was no lot-specific trend identified. Root cause: (B)(4) site quality operations could not determine a root cause for the reported defect to be related to the site's production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer site. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. Regulatory reportability is assessed by the dchu. Further action by (B)(4) site is not required. Follow-up (07oct2020): description of complaint: product complaint exchange: off label use of absorbable gelatin. There was a reasonable suggestion of device malfunction, with severity of harm: s5. The complaint history for products with the product category defined as 'absorbable material' and 'delivery system' has been reviewed. The following parameters were used: -product category: absorbable material and delivery system -time period: 04aug2017 - 04aug2020. -complaint class: external cause investigation -investigating site: (B)(4) site use of the product category of 'absorbable material' was required to capture historical complaints investigated prior to migration into the current complaint system. The product category of 'delivery system' was used to capture complaints received within the current database. The results of the above query were evaluated by date contacted and by the classification of 'external cause investigation'. There was one month (january 2020) that included a higher than normal number of complaints (25); however, this was due a remediation effort by pfizer us safety. Additionally, the results from the query were evaluated by the sub-class of 'adverse event negligible/minor', and there was one month (january 2020) that included a higher than normal number of complaints (12 ); however, these were also due to remediation efforts by pfizer us safety. No trend was observed that would require further investigation. Follow-up (07jan2021): lot# and expiration date: unknown. Summary of investigation: there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, pgs manufacturing site concludes that the quality of the product on the market remains acceptable. Absorbable gelatin is reportable for a serious injury that necessitates medical intervention to preclude permanent damage to a body structure for the us. This is also reportable for row; if it were to recur it might lead to a serious deterioration in health. This product is used for treatment. This is 30-day reportable in the us and 15-day for row. Final confirmation status: not confirmed. Conclusion: based on the complaint narrative, a study in which patients who underwent uterine artery embolization efficacy for postpartum hemorrhage with disseminated intravascular coagulation with product use. The review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope.

Event description:
Event verbatim, preferred term, abdominal aortic dissection, aortic dissection, received absorbable gelatin (medicated sponge) as uterine artery embolization for postpartum haemorrhage, off label use, received absorbable gelatin (medicated sponge) as uterine artery embolization for postpartum haemorrhage, product use in unapproved indication, narrative: this is a literature report from the adv obstet gynecol, 2020, vol 72(3); page 224-229 entitled "a retrospective single-center study of uterine artery embolization efficacy for postpartum haemorrhage with disseminated intravascular coagulation". The author reported for 5 subjects. This is the 1st of 5 reports. Uterine artery embolization (uae) is an effective treatment for postpartum haemorrhage (pph), but clinical failure can occur in the presence of unstable hemodynamics and disseminated intravascular coagulation (dic). Therefore, the authors aimed to clarify the usefulness and safety of uae for the treatment of pph with dic. The study included 26 subjects who underwent uae for pph at the authors' center between 2013 and 2018. Subject characteristics, clinical courses, uterine artery embolization efficacy and complications were also investigated. In total, 22 subjects had an obstetric dic score of 8 or more (hereinafter referred to as dic group) and four subjects had an obstetric dic score of 7 or less (hereinafter referred to as non-dic group). Successful haemostasis was observed in 20 (90.9%) subjects in the dic group and four (100%) subjects in the non-dic group, with no significant difference. There were two serious complications in the dic group (abdominal aortic dissection and intrauterine infection) and one in the non-dic group (uterine necrosis), but none required invasive treatment. The authors' results suggest that uae is a relatively safe treatment that can provide effective haemostasis in subjects with dic. An adult female subject received absorbable gelatin (medicated sponge) as uterine artery embolization for postpartum haemorrhage. Medical history included postpartum haemorrhage, disseminated intravascular coagulation. Concomitant medications were not reported. It was reported that the subject with abdominal aortic dissection was emergently transported to the hospital because of anaphylactoid syndrome of pregnancy, which was pph. Hypoxic-ischaemic encephalopathy occurred because of repeated cardiac arrest from the time of her visit, and she was diagnosed as having abdominal aortic dissection based on results of contrast-enhanced CT examination 2 months after uae to follow her general condition. The fact that severe angiospasm was caused by cardiac arrest during uae, resulting in intravascular injury, was considered to be the cause. The action taken for absorbable gelatin was unknown. Therapeutic measures were taken as a result of the abdominal aortic dissection and included conservative treatment. The event outcome was resolving. (B)(6) is a marketing authorization holder of absorbable gelatin in the country of incidence or the country where the product was purchased (if different). This may be a duplicate report if another marketing authorization holder of absorbable gelatin has submitted the same report to the regulatory authorities., comment: the reported event abdominal aortic dissection was associated with the off label use of absorbable gelatin during uterine artery embolization (uae) for postpartum haemorrhage. As stated by literature author that severe angiospasm caused by cardiac arrest during uae, resulting in intravascular injury, was likely the cause. It was considered as uae complication. The procedure itself, especially operation technique possibly impacted the occurrence of intravascular injury. The impact of this report on the benefit/risk profile of the (B)(6) product is evaluated as part of (B)(6) procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.